Event description:
It was reported that a patient, who had a right tka, underwent a revision procedure approximately 11 years 4 months post the initial procedure. The tibial and patellar polys were revised due to wear. Significant wear was found on the tibial insert (posteriorly and medial condyle) and the patella poly. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded. No images were provided. No further information. This is 1 of 2 reports for this event.